Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed without defects noted. The rupture was found in the shoulder area in the shape of a pinhole. A different model was used to complete the procedure. No complications reported, and patient status was good.